Manufacturer narrative:
Eca is the manufacturer of the linq surgery-ready instrument system, ref: (B)(6) only.

Event description:
Possible post procedure infection on 2 cases performed on (B)(6) 2025. It is still not confirmed whether eca's product contributed to the incident. Patient 1 date of procedure: (B)(6) 2025. Treating physician: dr. (B)(6), do. Treating facility: leage city pain & wellness. Used during procedure: linq si joint allograft spacer, ref: (B)(4), lot: 101143533, sn: (B)(6) (not an eca product). Demineralized bone matrix putty, ref: (B)(4), lot: kh17je02b94a, sn: (B)(6) (not an eca product). Linq surgery-ready instrument system, ref: (B)(4), lot: 17882. Description of incident: linq procedure was performed on (B)(6) 2025. No issues were observed during procedure and implant was well placed. Patient was able to return to normal function and sutures were removed a week after the procedure. On (B)(6) 2025 patient experienced fever, cramping, and pain in back/buttock area and sought medical attention at the ER. Patient was treated with IV antibiotics and a culture was taken for analysis. Patient is schedule to transfer to an inpatient physical therapy facility (B)(6) 2025. Results of culture has not been reported at this time patient 2 date of procedure: (B)(6) 2025 treating physician: dr. (B)(6), do treating facility: leage city pain & wellness used during procedure: linq si joint allograft spacer, ref: (B)(4), lot: 101143748, sn: (B)(6) (not an eca product) demineralized bone matrix putty, ref: (B)(4), lot: kh25jt06c02a, sn: (B)(6) (not an eca product) linq surgery-ready instrument system, ref: (B)(4), lot: 17882. Description of incident: linq procedure was performed on (B)(6) 2025. No issues were observed during procedure and implant was well placed. On (B)(6) 2025 patient reached out with fever, nausea, and vomiting. Patient was directed to seek medical attention. On (B)(6) 2025 patient was admitted to ER. Patient received IV antibiotics and a culture was taken. Patient was released to physical therapy facility. Results of culture has not been reported at this time.

Manufacturer narrative:
Eca is the manufacturer of the linq surgery-ready instrument system, ref: (B)(4) only.

Event description:
Possible post procedure infection on 2 cases performed on (B)(6) 2025. It is still not confirmed whether eca's product contributed to the incident. Patient 1 date of procedure: (B)(6) 2025 treating physician: dr. (B)(6). Treating facility: leage city pain & wellness. Used during procedure: linq si joint allograft spacer, ref: lq-2211r, lot: 101143533, sn: (B)(6) ( not an eca product) demineralized bone matrix putty, ref: lq-dbm-1.0, lot: kh17je02b94a, sn: (B)(6) ( not an eca product) linq surgery-ready instrument system, ref: lqg3, lot: 17882. Description of incident: linq procedure was performed on (B)(6) 2025. No issues were observed during procedure and implant was well placed. Patient was able to return to normal function and sutures were removed a week after the procedure. On (B)(6) 2025 patient experienced fever, cramping, and pain in back/buttock area and sought medical attention at the ER. Patient was treated with IV antibiotics and a culture was taken for analysis. Patient is schedule to transfer to an inpatient physical therapy facility (B)(6) 2025. Results of culture has not been reported at this time. Patient 2 date of procedure: (B)(6) 2025 treating physician: dr. (B)(6). Treating facility: leage city pain & wellness. Used during procedure: linq si joint allograft spacer, ref: lq-2211r, lot: 101143748, sn: (B)(6) ( not an eca product) demineralized bone matrix putty, ref: lq-dbm-1.0, lot: kh25jt06c02a, sn: (B)(6) ( not an eca product) linq surgery-ready instrument system, ref: lqg3, lot: 17882. Description of incident: linq procedure was performed on (B)(6) 2025. No issues were observed during procedure and implant was well placed. On (B)(6) 2025 patient reached out with fever, nausea, and vomiting. Patient was directed to seek medical attention. On (B)(6) 2025 patient was admitted to ER. Patient received IV antibiotics and a culture was taken. Patient was released to physical therapy facility. Results of culture has not been reported at this time. Update: 12/29/2025- both patients have now recovered